Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a pulmonary lesion. The 2.0/17/15 leveen superslim was being used for this procedure. When the needle was in position, they were unable to deploy the array. The procedure was completed with another needle. There were no patient complications reported.

Manufacturer narrative:
Device eval by manufacturer: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. One rf probe was returned for analysis (electrode and cable). Residues were observed on the device. No visual damages defects were observed on the cable and electrode. The electrode connector and cable connector did not have any visual defect. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a pulmonary lesion. The 2.0/17/15 leveen superslim was being used for this procedure. When the needle was in position, they were unable to deploy the array. The procedure was completed with another needle. There were no patient complications reported.